Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a good condition. During analysis, the device was started in an application and problems were found with the device double beeping with a cassette attached, which is causing the " no disposable" alarm. Service will replace the downstream sensor and recalibrate the upstream sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump alarmed no disposable. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.